Manufacturer narrative:
Analysis if of the ins, model 97714, serial no. (B)(4), found the ins functionally okay with insignificant anomalies. Analysis of the lead, model 977a275, serial no. (B)(4), found lead body conductor broken at anchor site.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A manufacturer representative reported a suspected lead breakage that occurred during normal use. After the consumer chopped wood, he no longer felt any stimulation. Measures taken were noted as nothing in particular, the consumer visited the hospital. Intervention was noted as it would be replaced on (B)(6) 2016. The consumer had recurrent pain as a result. The physician believed the consumer stretched his body beyond what was necessary to chop wood. Additional information received from the representative reported that both the lead and implantable neurostimulator (ins) were replaced. The connecting part of the ins and lead was confirmed, but the value of fracture did not change. A new ins was prepared and connected; however, the value of fracture did not change. A new lead was inserted and it was connected to the new ins and then normal value was observed. One thing of concern about the implanted system was punctured from the median left side and crossed the median and the ins was implanted to the right abdomen, so the lead crossed the median. The part of the fracture could not be identified; however, it was revealed that the possibility of the lead was high. It was reported that the cause could be farm work, but it was not determined. The setting in use was 4-, 7+, 210 us, 10hz, 2v, and the impedance was confirmed and it showed all 10,000 ohms in the output of 0.7v. The consumer's underlying disease was noted as stump pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.